Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: based on the available information, there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
A patient reported that they were hospitalized. Details surrounding events leading up to and during the hospitalization, including diagnosis and treatment, are unknown despite multiple attempts to gather additional information. There was no liberty cycler product deficiency or malfunction reported.